Event description:
Customer reported a malfunction in their device, indicated by a malfunction code ¿malf 6¿ and fault ID ¿6-0x20bc¿. There was no reported adverse impact to customer's blood glucose level. Technical support decided to replace the malfunctioning pump, and the customer planned to use mdi as a backup therapy to maintain insulin delivery. The customer was informed on how to put the pump into storage mode and acknowledged the instructions to return the device using a prepaid label within ten days. A replacement pump was confirmed to be sent to the customer.